Event description:
N/a.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. Analysis of the returned device also found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with 4 prostyle devices prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 6f sheath. Reportedly, a cuff miss occurred with the 4 prostyle devices since a connection failure of the needles was described with no connection to the suture. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12f and 15f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.